Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas pro ise analytical unit. Of the data provided, the following examples were reportable malfunctions. Example 1: the initial result was 123.7 mmol/l, and the repeat result was 140.7 mmol/l. Example 2: the initial result was 138.8 mmol/l, and the repeat result was 147.3 mmol/l. Example 3: the initial result was 148 mmol/l, and the repeat result was 139 mmol/l.